Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
When the surgeon used the guide rod with stop and the hollow drill bit, the stop broke and slid on the guide rod. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation shows that the weld seam of the stop block is broken. Strong grinding marks were visible at wire. Strong grooves were visible on the stop block. Possible causes are inappropriate handling, apparently the weld seam was weakened by another instrument. The manufacturing documents were reviewed and no complaint related issues were found.